Event description:
The patient reported that the pump had run out of medication before. The pump was used to deliver baclofen. No patient symptoms, interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l40756, implanted: (B)(6) 1997, product type catheter. (B)(4).